Event description:
The reporter stated they were scheduled to be present for a pump replacement the day of the report. The eri on the pump was 3 months and the patient¿s family reported a volume discrepancy . Per the patient¿s family at the last refill they got out ¿almost a full reservoir, 15ml¿s. The patient¿s family stated that they wanted to get the patient in right away for a replacement but couldn¿t get the patient scheduled. The pump reading was at the last update which was (B)(6) 2014 so it was believed that was likely when this occurred. Per the reporter the patient was doing well, no withdrawal, no spasms, no distress. The patient looked like they were getting good therapy. The catheter would also be evaluated in the case as well. The patient has had no falls or trauma. The reporter read the pump and it showed no stalls or stopping. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that there was never an issue. Per the reporter the hcp stated the patient was fine and nothing was wrong.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8578, lot# n084108, implanted: (B)(6) 2007, product type: accessory. (B)(4).